Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rater error in the event history log (ehl). The reported occlusion alarm was not evidenced in the ehl. An occlusion test was performed. The aforementioned motor rate error was reproduced during the test. This product problem was occurring due to faults with the following components: motor assembly, worm gear, lead screw and clutch halves. These components were found to be old, dirty and worn out from normal wear. Normal wear and tear were established as the root cause. The aforementioned worn components were replaced.

Event description:
It was reported that the medfusion pump exhibited an occlusion alarm. There was no patient involvement.